Event description:
It was reported that the fos sensor tip was recessed. As a result, the iab was removed and a 2nd iab was inserted. Per the customer it is unknown if the same or a different insertion site was used. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab "recessed fos and didn't work" was not able to be confirmed as the product was not returned for investigation. A device history record (DHR) review was conducted for the lot numbers based on shipping history and no relevant findings were identified. All devices passed manufacturing specifications prior to release. The root cause of the complaint was undetermined, and no further action was required at the time of this report. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4) n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the fos sensor tip was recessed. As a result, the iab was removed and a 2nd iab was inserted. Per the customer it is unknown if the same or a different insertion site was used. No patient harm or injury. The patient status is reported as "fine".